Event description:
Complainant alleged that during a routine preventative maintenance check, when the defibrillation energy output is set to 300 joules, the device only chartges to 150 joules. The complainant indicated that there was no pt involvement in the reported failure.